Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for signs and symptoms of gi bleeding and had an inr of 1.6. The patient received 2 units of blood and was discharged off coumadin and aspirin with plans to restart coumadin as an outpatient. Additional information reported that the source was not confirmed. An upper gi endoscopy was completed which found a single non-bleeding angioectasia in the stomach.